Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare provider reported "performed an explanting surgery for a patient who complained on mammary gland swelling. Intraoperatively observed double capsule and seroma. Liquid has been sent for analysis. The implants were intact. No capsular contracture." The side is unknown. The device has been explanted.